Event description:
Artic sun machine alarmed water temps had been too low for too long and therapy session stopped for a patient requiring continuous cooling to maintain normothermia. After switching the machines, the patient¿s temp went from 99.5 to 98.1 and the water temp went from 42.8 to 80.1. After further investigation, it was decided the attached cord had malfunctioned. The machine had been on the patient for about 5 days.